Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad and moisture damage on electronics assembly. The device was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report an unresponsive keypad due to the device being thrown in the pool. The customer also stated that sometimes the act button is unresponsive, and while giving insulin she has to press it several times. The customer's blood glucose level was 240 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.